Event description:
Customer reported power tool did not work during surgery. The power tool was blocked and impossible to start, however, the occurrence was not relevant to the health of the patient. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4)and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing revealed the control unit was defective and not working due to faulty material. The control unit and bearing were replaced. The device was returned to customer 5/3/2013. (B)(6). Placeholder.